Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Valve stenosis is listed in the instruction for use (IFU) as a potential risks associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, the valve stenosis was not specifically attributed to ppm in the records available for review, therefore, ppm cannot be confirmed but may have contributed to the increased gradient, as a pre-existing valve was in place and no evidence of thrombus was noted in the records. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a aortic valve in valve (viv) procedure, a 23mm sapien 3 ultra valve was deployed in a failing surgical valve. The implant was successful with no significant paravalvular regurgitation. Medical records review revealed during the viv, the surgical valve was not able to be fractured after using a 22mm non-compliant balloon and a 24mm flow balloon. A mean gradient of 20mmhg was noted post dilation and an echocardiogram showed significant residual gradient. The plan was to bring the patient back at a future time for fracture of the surgical valve. The patient was discharged to home in stable condition. The valves remain implanted in the patient.